Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: ppat values off during pressure calibration, routine maintenance.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: ppat values off during pressure calibration, routine maintenance.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the ppat (proximal pressure) values were found to be out of range during pressure calibration. The technician reported that the expiratory valve showed no signs of buildup. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient log files indicated that the flow sensor had failed repeatedly prior to the event. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device passed all required tests and calibrations and was released for use.

Event description:
Hamilton medical ag received the following incident description: ppat values off during pressure calibration, routine maintenance.